Manufacturer narrative:
The returned product was evaluated and performed as designed. Although a bend was noted in the cannula, this is not considered to have contributed to the reported hyperglycemia as it is considered to have occurred post use. Had it occurred during use, there would have been pressure build up in the fluid path resulting in an increase in pulse widths. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia. The product was returned with a different sequence number than was reported and noted on the initial MDR. Correction to serial # sequence number changed from (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 24 and 36 hours on the arm. The customer noticed the cannula was bent.